Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On december 7, 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a quality assurance specialist reviewed the call and the cca contacted the patient again to obtain additional information. The patient did not know when the subject meter started reading inaccurately. She claimed that in late (B)(6) 2015, she obtained an alleged inaccurately high, but not reported, blood glucose result with the subject meter. The patient manages her diabetes with insulin. After obtaining the result, the patient reported that she administered an unspecified type and quantity of insulin. She claimed that an unknown time after the start of the issue she developed symptoms of "sweating, nausea [and] weak". She reported that she tested again using the subject meter and obtained an alleged inaccurate high result of "170 mg/dl". She claimed that she then called an ambulance and a blood glucose result of "30 mg/dl" was obtained on the ER/hospital meter, within 30 minutes of the result on the subject meter. Based on statistical methodology, the difference between these results falls outside lfs' accuracy criteria. The patient claimed that at 1:30am on (B)(6) 2015, she received treatment from a healthcare professional (hcp), but she was unable to specify the nature of the treatment she received. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples and she had followed the correct testing steps. The cca also confirmed that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The patient was unable or unwilling to perform a control solution test and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high readings on the subject meter, administered medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp treatment, after the alleged inaccuracy issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.